Event description:
It was reported that the customer experienced a low blood glucose (bg) level. The customer¿s blood glucose (bg) level was displayed as ¿low¿ on the continuous glucose monitor (cgm); however, a specific value was not provided. Cause was not known. Customer consumed carbohydrates to address bg. Customer declined to further troubleshoot the issue with tandem technical support. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.